Manufacturer narrative:
(B)(4). Lot number: the customer reported the lot number as 12r017; however, this lot number is invalid. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was missing its ¿blue tip¿. There was no patient involvement as this was identified before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was found to be of this lot upon receipt. This lot was manufactured from june 6, 2012 to june 7, 2012. Evaluation summary: the sample was received for evaluation. A visual inspection identified that the blue winged luer cap was missing. Since the device was received outside of its original packaging, it is unknown if the cap was in the original packaging before opening. The cause of the missing component could not be determined. A defective product was unable to be verified. A batch review of lot 12f017 was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information. Become available, a supplemental report will be submitted.